Event description:
Customer reported a past high blood glucose event, but the specific date was unknown. The exact blood glucose level was not provided, only noted as "high," to resolve the high blood glucose, the customer performed a correction injection via multiple daily injections, and technical support discussed changing the infusion set and cartridge every 48 hours due to the usage of specific products. Customer continued to use the pump for insulin therapy.